Event description:
The customer reported 1:35 pm she activated a new pod and her blood glucose history as follows: time: 3:37 pm, bg (mg/dl): 339. Time: 4:28pm, bg (mg/dl): 343. At 4:53 pm, the pod was deactivated and she noticed the cannula was not inserted all the way in her skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.